Event description:
Nellcor puritan bennett received a call from a rep of facility on 11/8/1999. Facility called to report the following problem: no volume delivered. Pt bagged. Pt was cyanotic and had an increased heart rate.